Manufacturer narrative:
The user reported experiencing a hypoglycemic event on feb 11, 2026, in which sg was 112 mg/dl and bg was 65 mg/dl. A review of the sensor in vivo glucose data revealed that on (B)(6) 2026, at 5:30 pm est user's sg was 121 mg/dl and no bg was entered. The sg was trending downward, but did not go below the user-set low glucose alert threshold, thus an alert was not asserted. The user did not seek medical treatment and resolved the event by taking a glucose drink. User's hcp was not aware of the event; the user was advised to get in touch with their hcp for medical guidance. A review of the sensor glucose data showed overall good agreement between sensor glucose and entered blood glucose values, considering the expected lag between bg and sg inherent to the sensing technology. Evaluation of the in-vivo raw sensor data did not reveal any anomalies. The user performed a firmware upgrade to version 03.22.02.00q on (B)(6) 2026, which reinitialized the system. Following a period of monitoring, system performance was determined to be within expectations. The root cause of the sg/bg discrepancy reported during the low glucose event remains undetermined. However, potential contributing factors include the inherent sensor lag during rapid glucose fluctuations or patient-specific physiological or environmental conditions around the hydrogel in-vivo affecting sensor performance.

Event description:
The user reported experiencing a hypoglycemic event on feb 11, 2026, in which sg was 112 mg/dl and bg was 65 mg/dl. A review of the sensor in vivo glucose data revealed that on (B)(6) 2026, at 5:30 pm est user's sg was 121 mg/dl and no bg was entered. The sg was trending downward, but did not go below the user-set low glucose alert threshold, thus an alert was not asserted. The user did not seek medical treatment and resolved the event by taking a glucose drink.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
User reported a hypoglycemic event. A review of the data management system (dms) confirmed that the user received a low glucose alert at 4:30 pm on (B)(6) 2026. User didn't seek any medical attention and was able to self resolve the event by consuming glucose drink. The user's hcp is not aware of the event. The user was advised to contact their hcp for any medical assistance. Since the system performed as intended by asserting appropriate alerts, no further investigation was found necessary for this complaint.